Event description:
Revision spinal fusion (l5 to s1) was performed due to loosening of one expedium si set screws. The patient has congenital fusion at l3/4 and is not overweight, active. The surgeon could not see any special reason as to why the set screw had come loose

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual examination of the returned set screw noted faint final tightening witness marks on the device with the set screw appearing to be more worn than the three concomitant device set screws that were also returned. The set screw also features an apparent cut in its body. The affiliate had been unable to identify the lot code of the one set screw that had loosened. However, due to the extra wear and damage to this particular set screw, it is believed that this was the set screw that backed out post operatively. A review of the device history record found no discrepancies were observed during the manufacturing process. No issues were identified during the manufacturing and release of this product that could contribute to the problem reported by the customer. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. The root cause cannot be positively determined. However, visual inspection noted that the set screw did not feature the contact striation witness marks indicative of successful final tightening. The set screw may not have been tightened to the intended torque level, resulting in the set screw loosening and backing out. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.